Manufacturer narrative:
The complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were provided. The root cause has not been identified. (B)(4).

Event description:
A facility representative reported explanation of an intraocular lens (iol) secondary to negative dysphotopsia. The patient reported the inability to adjust to the iol. Additional information has been requested however, further information has not been received.